Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of extrusion is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with extrusion of the pump tubing at the level of the scrotum. The patient was hospitalized and scheduled for revision, extraction, and exchange surgery for a tactra prosthesis. There were no further patient complications.